Event description:
The lawyer of the pt informed us about a broken and worn bushing of the endo-model rotational knee prostheses, which was implanted 4 years ago.

Manufacturer narrative:
We contacted the lawyer to receive more info and material about this case (e.g. Complaint sample, surgery report, x-ray images, weight and activity level of pt, etc.). This event occurred outside the united states and involved a product that was manufactured outside of the united states. However, because the link endo-model rotational knee prosthesis also is marketed in the united states link is submitting this MDR to ensure full compliance with 21 cfr part 803.